Manufacturer narrative:
Device evaluation summary - x-ray demonstrated commissure 1 bent and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the outflow aspect. Mobility on leaflet 1 was restricted due to observed host tissue. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. All three leaflets had been cut. Leaflet 1 had a cut of 3x10mm, leaflet 2 had a cut of 5x11mm, and leaflet 3 had a cut of 9x8mm. Cuts had a smooth and even edge; cut sections were not returned. One fragment of tissue was returned with the valve, the tissue appeared to originate from the valve. Device evaluation summary - the reported immobile leaflet was confirmed as secondary to host tissue. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion. (B)(4).

Event description:
Edwards received information that this bioprosthetic mitral heart valve was explanted after an implant duration of five (5) months. Through obtained information, the reason for explant was due to mitral valve insufficiency. Upon visualization, the mitral valve was well seated with no evidence of endocarditis. However, one leaflet was completely immobilized and could not close properly, another leaflet was moderately restricted in motion, and the third leaflet moved normally. The valve was excised and a 27mm pericardial bioprosthesis was implanted in replacement. Post-operatively, the valve exhibited good coaptation and leaflet motion. There were no complications and the patient was transferred to the ICU for further management.